Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device, failure (event) observed during analysis. External insulation abrasion was noted at 5.0-5.5cm from the connector pin, consistent with lead friction to the ICD can. The is-1 coil was exposed at this location. (B)(4). (B)(6).